Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken ground prong on the ac cord.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer (fse) discovered as part of preventive maintenance (pm). Ground prong on ac cord plug broken. External damage. Replaced ac cord assembly. The pm was completed. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center inspected the ac cord reel and observed that the ground prong was broken off from the line cord. The nrc verified the failure of the ground prong being broken off from the line cord. Retaining the ac cord reel in the nrc per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a broken ground prong on the ac cord. There was no patient involvement.